Event description:
Reporter indicated high lead impedance readings were noted for a pt at an office visit. Attempts for further info are in progress.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.